Event description:
On (B)(6) 2005, I had 3 cr bard avaulta products, transvaginal mesh products, surgically implanted to repair pelvic prolapse and stress urinary incontinence. I have suffered mass damages due to these products. Side effects include: shrinkage, pelvic pain, sexual dysfunction, vaginal scarring, pain during intercourse, inflammation. I am unable to stand, sit, or do any type of lengthy activity. I am unable to lift anything over ten pounds as directed by my doctor. I continue to live on massive amounts of pain medication. At the time of my initial surgery, I suffered from hematomas, and had to have 3 blood transfusions. Also I was placed on IV therapy of antibiotics because I acquired a mass infection. I have multiple recurrent bladder infections yearly, and the cause 3 forms of flora that reside in my bladder as a result of the sling placement. Please get this product recalled. It is damaging women across the world, and leaving us with no quality of life. This is a very high risk product.